Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported having issues with removing the battery cap. She also reported the act button was delayed. Her son's blood glucose was unknown. No additional information provided.